Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported that initially after implant patient had some efficacy but the neurostimulator (ins) ¿slow stopped doing what it was supposed to do.¿ the ins was used for about six months. It was indicated that patient ins had being off for about 10 years. It was noted that every time they scheduled the surgery to have the device removed patient got an infection. It was indicated that patient was prone to urinary tract infection and had significantly reduced in the past 4-5 years. It was indicated that removing the ins was not safe because scar tissue may have built up. Additional information received later indicated that patient was last seen on (B)(6) 2003. A follow-up report will be sent if additional information becomes available.